Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had an error e315. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h4, h6 and h11. Based on the results of the investigation and information provided, the event reported by the customer did not occur. Therefore, the definitive root cause of the issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.